Manufacturer narrative:
(B)(4). Additional information device available for evaluation?, device evaluated by MFR?, device manufacture date, evaluation codes. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed that the seal print was weaker in areas of the overpouch and dry iodine in the sponge was evidenced. The direct cause of the issue is related to a manufacturing issue. The weak foil seal was caused by a defective silicone buffer and unexpected interruption of the blister machine. The reported condition of inadequate iodine was verified. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine within the sponge of the minicap was dry. There was no patient injury or medical intervention associated with this event. No additional information is available.